Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction of "pacer failed was observed and attributed to a faulty integrated circuit on the processor/bridge/pace board. The processor/bridge/pace board was replaced to remedy the problem. The reported malfunction of device displays "defib failed" was not verified. The device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device failed self test and pacer test. Complainant did not indicate that there was any patient involvement in the reported malfunction.